Event description:
On (B)(6) 2009, a company representative reported that the display of the pt's infusion device is scratched and he is unable to read it properly. He stated that the display was scratched when he received the infusion device on (B)(6) 2009. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.